Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to verify a33 alarm due to motor error alarm. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed compromised for sensor system. Troubleshooting was performed. Customer's blood glucose was 260 mg/dl. The device was not dropped and no significant event occurred prior to the alarm. The drive support cap was reported as normal by the customer. Customer stated the device was in his pocket and the drive support cap may have been pressed while he was connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.